Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with bleeding and cracked lcd glass. The device also was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer fell on the insulin pump and now the display was broken. The customer could not see anything on the display. The customer's blood glucose was 90 mg/dl. The customer had a back-up plane. Nothing further was reported.